Manufacturer narrative:
Based on the information provided, the cause of the reported complication has been deemed to be product related with potential use error. A follow-up MDR will be submitted if additional information is received. A system log review was performed for this procedure: no relevant errors were observed during this procedure. The stapler logs for this event were reviewed by an isi failure analysis engineer (fae). Per the fae, the logs show sureform 60 stapler instrument (part #480460-09, lot #l90211227-0194) was installed 3 times and fired 3 reloads (all green). All firings were completed per the logs with no pauses for compression. Peak firing force for the 2nd and 3rd firings were significantly higher than for the first firing, but still below the max fire force limit. There were no incomplete clamps by this instrument. There are no stapler related errors in the logs. Isi received both green sureform 60 reloads involved with this complaint and completed the device evaluation. One reload was found to have the knife exposed within the knife track. The reload was not found to have a firing failure based on log review. The root cause of an exposed reload component is typically attributed to the user. Additionally, the reload was observed to be almost fully fired. The reload was disassembled in-house and the cartridge appeared to be damaged near the location of the exposed component. The root cause of this failure is attributed to the user. The reload was found to have pusher damage near the location of the exposed component. The root cause of this failure is attributed to component failure. The reload was found to have blade damage when the reload was disassembled in-house. The root cause of this failure is attributed to the user. The second reload was found to have the knife exposed within the knife track. The reload was not found to have a firing failure based on log review. The root cause of an exposed reload component is typically attributed to the user. Additionally, the reload was observed to be almost fully fired. The reload was disassembled in-house and the cartridge appeared to be damaged near the location of the exposed component. The root cause of this failure is attributed to the user. The reload was found to have pusher damage near the location of the exposed component. The root cause of this failure is attributed to component failure. The reload was found to have blade damage when the reload was disassembled in-house. The root cause of this failure is attributed to the user. Isi received the sureform 60 stapler instrument involved with this complaint and completed the device evaluation. Failure analysis could not confirm or replicate the reported event. The stapler instrument was tested in-house and the instrument initialized, clamped, fired, and unclamped. The instrument was tested twice without any issues. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. No errors appear during in-house testing. A review of logs showed no failures. No damage was found. There was no problem detected. Images provided from this event were reviewed by a isi clinical development engineer (cde). Per the cde, malformed staples can be seen in one image and on excised tissue in 5 images. The cde also noted seeing some blood in the field of view in one image. However, the cde was unable to determine why this occurred from the images provided. This complaint is being reported due to the following conclusion: during a da vinci-assisted gastric bypass (roux-en-y) procedure, staple lines were not formed when 2 green sureform 60 reloads were fired with a sureform 60 stapler instrument. With each staple fire, the blade of the stapler reload cut tissue although no staple lines were formed. As a result of the stapling issues, bleeding was observed and the surgeon elected to convert to traditional laparoscopy. It is unknown what medical/surgical intervention was administered due to the bleeding and stapling issues. Note: refer to medwatch report (MDR) with patient identifier (B)(6) for MDR submission of the other green sureform 60 reload associated with the reported event.

Event description:
It was reported that during a da vinci-assisted gastric bypass (roux-en-y) procedure, the sureform 60 stapler instrument never formed the staple line. An intuitive surgical inc. (Isi) clinical sales representative (csr) who was present during the procedure provided the following information: the sureform 60 stapler instrument was inspected prior to use. The first staple fire resulted with a normal staple line. However, during the second and third staple fires on stomach tissue, no staple lines were formed. It was reported that the blade of the stapler reloads still fired and cut tissue during these two staple fires. This event led to some additional blood loss, but there was no reported patient injury. This stapler instrument was in use for about two to four minutes before these events occurred. There were no errors generated. The csr did not observe any staples overlapping during this event, buttress material was not used, and the staples were malformed. The tissue was not calcified and not exposed to radiation or chemotherapy. There was no tissue bunching nor tension. The surgeon resolved the reported event by converting to traditional laparoscopy. Isi has attempted to obtain additional information from the surgeon. However, as of the date of this report, no further details have been received.

Manufacturer narrative:
Field b3 was updated with a corrected event date. The event date was (B)(6) 2021 rather than (B)(6) 2022 as initially reported.

Event description:
Refer to h10/h11 for follow-up information.